Event description:
Additional information received from the health care provider (hcp) reported that the patient had an x-ray and a CT scan on (B)(6) 2013. The patient had degenerative disc disease and a laminectomy to remove the l3, l4, and l5 level bilateral. On (B)(6) 2013 a revision of the leads was ordered due to migration. There was no patient hospitalization and no patient injury. It was noted that the patient never contacted the doctor's office until (B)(6) 2013 regarding trouble with stimulation. It was stated that the patient needed more back stimulation.

Event description:
Additional information received reported that the cause of the event was unknown. The physician had not seen the patient since (B)(6) 2012. It was reported that a surgical intervention took place. It was stated that there was a revision of the lead on (B)(6) 2013. It was stated that both leads had migrated down. Both leads were moved back to the spine, and the patient "received good stimulation". It was stated that the signs and symptoms associated with the event was that the patient was getting stimulation in his knees only, not in his low back or right hip where he needed stimulation. It was reported that the patient was not hospitalized, this was an "out patient" surgery. It was stated that there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient's trial system worked better than their current implant.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient felt a jolt or a shock in his knees when he was sitting in a chair and if he twisted or moved forward or backward in a sitting position. He would get that shock that moved down to his knees more on the right side. He has felt it while he was driving. The patient would turn down the stim at night to alleviate the shocking symptoms. The patient's trial was great. The patient felt relief and stim was helping his walking. Since his implant he had been feeling the stim sensation more in his knees. The patient had been in for 3 adjustments with the manufacturer's representative. The doctor was not present at any of the adjustments. The representative worked for awhile and was able to move stim to his upper right side but it still did not reach his right hip which is where 99% of his pain was. After the 2nd adjustment the stim was reaching 6-7 inches above his hip and 6-7 inches over away from his hip area. After the 3rd adjustment the patient was back to feeling stim where he stated. After this last adjustment his pain in the hip was better but he was still feeling pain and he wanted to know if stim could be moved up from his knees more to his hip area. The patient's symptoms were located in the right leg. The shocking sensation was felt mostly on the right side knee area stim was in the wrong location. The patient had not seen his doctor since implant. If additional information is received, a follow up report will be sent.